Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, right ventricular lead dislodgement was confirmed via chest x-ray. Programming change was made on (B)(6) 2020 to turn off pacing. The patient was asymptomatic. During the lead revision procedure on (B)(6) 2020, the lead helix did not extend. The lead was explanted and replaced. The patient was stable.